Event description:
After 16 months of implantation, this ICD was explanted and returned as a result of ventricular oversensing. It was reported that the lead 9not manufactured by ela) was replaced; the new lead would not sense or pace. In addition, the rc shock continuity was open. Therefore, the ICD was explanted in 2006. It was also reported that there was inappropriate shock found approximately 3 months prior to explantation.